Manufacturer narrative:
B3: date of event and d4: UDI number are unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted no physical damage was found on the device. Functional testing found when oxygen gas is supplied, the indicator will be reversed, but the drive gas pressure drop indicator will light up and an alarm will sound. The complaint was confirmed. Root cause was attributed to to the mechanical part of the driving gas pressure indicator. It was found to be normal, however no electrical signal was output even when oxygen gas was supplied. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The gas pressure indicator was replaced. The device passed functional testing after the repair.

Event description:
It was reported that when the "device switch to turn on it only alarms". There was no patient involvement.